Event description:
It was reported that the left ventricular (lv) lead had oversensing. It was also reported the (lv) lead wire was being use for sensing due to sensing problem with the right ventricular lead. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.